Event description:
Caller indicated the glucocard expression meter was reading high. The home nurse too the patients reading around 7pm on (B)(6) 2013 and received hi so patient was given 16 unit of novolac. The father of the patient tried to reach his son by phone after the nurse had left. No one answered so he went over to his house and found him passed out and he called 911. When paramedics arrived he was tested with their meter and his glucose was 18. The paramedic gave the patient some glucagon and some sugar with water to get his sugar level back up to 100. Patient had 2 hotdogs and a salad around 6pm before the incident. Early morning of (B)(6) 2013 the nurse arrived to the patient¿s home she couldn¿t get him to respond so she took a test which was 328 and then called 911. When paramedics arrived he was at 28 with their machine and immediately they gave him some glucagon and some juice. The nurse decided to compare meters; expression read 204 and the paramedics read 110. They don¿t think meter is working properly. He is washing and drying hands and they use alcohol wipes and let that dry too. He changes lancet every time, but storing strips in the kitchen which can affect the strips. Educated the nurse on proper storage. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.